Event description:
It was reported that high threshold and lead dislodgement were observed. The lead was repositioned successfully. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.